Manufacturer narrative:
Exact date unknown, event occurred a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 18598276/19483714.

Event description:
It was reported that the patient lost stimulation coverage despite reprogramming done due to high impedances. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.